Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The prod was not available for eval and investigation. Without the actual prod, part number, lot number, or details of the incident, an analysis cannot be conducted. The medwatch indicated that an adverse event had occurred with an outcome of disability or permanent damage, so this MDR is being filed. No confirmation that the prod was mfg by I-flow was provided. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today" that is available. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.

Event description:
In 2002, arthroscopic surgery for right shoulder labral tear/slap with anterior instability and thermal capsulorrhaphy. Dr noted glenohumeral joint was free of chondromalacia. In 2006, x-rays revealed moderate glenohumeral degenerative joint disease in right shoulder. In 2007, x-rays revealed right side severe glenohumeral joint space narrowing with positive peripheral osteophyte seen at the inferior humeral head and medial inferior glenoid. Fill volume 100ml. Contact anonymous. Medwatch has "adverse event" checked, outcome is disability or permanent damage. Implant date of 2002, and an event date in the same year.